Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. The product being reported does not have a primary unique device identification (UDI) number associated as it is non-sterile and is intended for further processing into convenience kits. Non-sterile products are subsequently sterilized once incorporated into a convenience kit. Non-sterile product is at no time introduced into commercial distribution.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was reported reduced oxygenation efficiency. Partial pressure of oxygen (po2) kept getting lower and lower. Clinical staff kept increasing the fraction of inspired oxygen (fio2). At first clinical staff thought it was a calibration issue, but after the third sync (on the quantum), clinical staff member asked for a consult. Colleagues set up a second oxygenator on the side, because the pao2 was now around 130mmhg with a fio2 of 100% whereas it should be way higher for that fio2. Physician was made aware of the issue at that moment as the aorta was close to being unclamped. Aorta was unclamped, and when the patient's temperature reached 36 celsius, clinical staff were able to come off bypass. Clinical staff sumped the venous line, but the mean arterial pressure (map) kept getting lower and lower. Clinical staff had the go back on bypass, but once it went back on, the old oxy could not keep up with the patient's demands. Clinical staff connected the extra oxygenator inflow (fx15) to the recirculation and the outflow to the reservoir's cardiotomy. An extra gas line was connected to anesthesia's gas at 1lpm and 100% fio2. The shunt through the second oxy was opened and rpms were increased to keep flowing at full flow through the arterial cannula.